Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found that the ins reached end of service (eos) due to three overdischarges. Analysis determined that the ins is at eos due to three overdischarges. The ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {referenced to electrode #0.} electrode. After 2 pmr(s), the ins recharged normally. Analysis found the ins had reduced capacity due to 3 overdischarge(s). The overdischarge along with the amount of time the device was not used damaged the battery causing a rapid discharge the ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} the ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-nov-30 indicating that they returned the implantable neurostimulator (ins). It was received for analysis on 2017 (B)(6). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. There was a premature battery replacement. The cause of the issue remains unknown. The rep ran an impedance check on the battery with no abnormalities found. There was an unknown history from the patient with how long the battery has been dead for. The battery was replaced, and the patient has great stimulation coverage. The ins would be returned for analysis. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.